Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a interlink buretrol add-on set experienced no flow. This occurred during setup of the device. The reporter stated that when the vent was in a closed position no flow was observed. There was no patient involvement. Additional information was requested and is not available.